Event description:
It was reported that during a percutaneous coronary intervention, a shaft fracture occurred. Vascular access was gained via the right brachial artery. The 90% stenosed, eccentric and progressive lesion being treated was located in the moderately tortuous and moderately calcified left anterior descending (lad) artery with a significant bend of less than 45 degrees. The physician advanced the 3.0x12mm quantum maverick balloon and the shaft fractured inside of the patient. The device was successfully removed from the patient with the guide wire and guide catheter. The procedure was completed with another of the same device. No patient complications were reported. Patient status reported as stable.

Manufacturer narrative:
Device evaluated by manufacturer - the quantum maverick device was received with no original packaging or other devices. There was a complete separation of the hypotube. The hypotube separation was 76.5cm from the strain relief and 66cm from the distal tip. The hypotube was bent near the separation and the fracture surfaces were ovaled, which suggests the device was kinked prior to separation. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention, a shaft fracture occurred. Vascular access was gained via the right brachial artery. The 90% stenosed, eccentric and progressive lesion being treated was located in the moderately tortuous and moderately calcified left anterior descending (lad) artery with a significant bend of less than 45 degrees. The physician advanced the 3.0x12mm quantum maverick balloon and the shaft fractured inside of the patient. The device was successfully removed from the patient with the guide wire and guide catheter. The procedure was completed with another of the same device. No patient complications were reported. Patient status reported as stable.

Manufacturer narrative:
(B)(4).